Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a previous DHR review ((B)(4)) did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Corrected: d3.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain secondary to loosening of the tibial component. The femoral component was well-fixed but revised to accommodate the revision construct. The tibial tray was loosened and debonded at the cement to implant interface. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor knee construct. Doi: (B)(6) 2014; dor: (B)(6) 2018; right knee.